Event description:
It was reported that the patient described having withdrawal symptoms. The patient was due for a refill on (B)(6) 2014. The device manufacturer representative called the patient¿s health care provider (hcp) to explain the situation and the hcp called the patient to make an emergency appointment on (B)(6) 2014. The day following the initial report date, the pump was interrogated and the first message the device manufacturer representative got was that an alarm occurred due to an empty reservoir. The patient had reportedly not heard the alarm. The hcp refilled the pump with baclofen however when he was trying to refill the pump he had ¿a lot of problems doing it¿. The pump was moving ¿a lot like it is loose¿ and finally when the hcp understood he was in the reservoir he tried to aspirate but nothing was in the pump. To be sure that he was in place, he refilled the pump with saline and aspirated it again to be sure. As soon as the hcp aspirated the 20ml he refilled with drug. The hcp then gave the patient a bolus of 25mcg in thirty minutes. The hcp kept the patient in the observation room until the patient felt better. It was then reported on (B)(6) 2014 the patient called again with symptoms of withdrawal again and said the alarm was beeping. The hcp then called the device manufacturer representative on (B)(6) 2014- after he visited the patient at his house. The hcp had interrogated the pump but did not get the message that the alarm occurred. It was reported that the patient was ¿spastic again¿ and had received a prescription of oral baclofen. The hcp believed he took the wrong syringe from the sterile tray and put saline again instead of drug into the pump. The hcp was to see the patient again in his office on (B)(6) 2014 to check the pump with fluoroscopy to be sure the reservoir had drug inside of it. It was later reported that the specific symptoms the patient experienced was spasticity. In terms of actions taken related to the pump movement, the hcp reportedly ¿touched¿ the pump with his hands until he got the septum. It was reported the hcp as previously reported, went to the patient¿s house to check the pump but no message appeared that an alarm had occurred on (B)(6) 2014. The specific symptoms of withdrawal the patient experienced on (B)(6) 2014 also was spasticity. Further actions that had been taken related to the patient¿s pump system included oral baclofen and the hcp was to see the patient on (B)(6) 2014 as previously reported to do a refill again and to check the catheter. The device manufacturer representative was waiting for the hcp¿s response in terms of how the patient was doing and if they were receiving effective therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(6), implanted: (B)(6) 2012, product type catheter. (B)(4).